Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The lot information was not provided. However, the reported device is being returned by the distributor. Once the device is returned and evaluated, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant lost osseointegration. The implant was removed about 16 months after it was implanted. The implant site has type 2 bone quality. There was no abnormality with the implant. There was no report of injury to the patient. This is the 1st of 2 reported implant incidents. Please reference 3011649314-2018-00057 ((B)(4)) for the 2nd complaint.

Manufacturer narrative:
Correction was made- reporter corrected the year of implanted date. The device was returned and evaluated. Visual inspection was performed and found no deviations. The returned implant was verified using the radiographic template. Lot information was not available for DHR review. The investigation found no abnormality, defect, nor nonconformity with the returned implant. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. The incident, "failure to osseointegrate", is a known common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." At this time, the reported issue will be tracked and trended.